Event description:
The reporter stated that a transforaminal lumbar interbody fusion (tlif) spinal fusion procedure was being done. The surgery was adding to a previous large surgical construct. The surgery was to include replacement of old screws at the iliac wing that had come become displaced. The date of screw placement was not certain as the pt had had surgery four to five times over the past couple of years. Because of the length of the anesthesia, the surgeon did not replace these screws. At some time in the future, further surgery is planned to replace the pelvic screws. During the surgery on (B)(6) 2011, the surgeon displaced the head off another screw (polyaxial screw-solid 7.5 x 50mm). He was bending a rod close to the screw when the head became displaced.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.